Event description:
It was reported that a patient underwent a femoral artery bypass procedure on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient was taken back to surgery for thrombosis. The patient was then kept in intensive care, where he still was when on (B)(6) 2012, there was a suture breakage at the anastomosis site from the femoral bypass. This led to a massive hemorrhage, partly exteriorized. The patient was immediately taken back to the operating room where they were able to control the hemorrhage.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.